Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the permanent cautery hook was being used without issues, but an abnormal angle movement was detected. Upon inspection, a pin that was not initially visible was found exposed in the wire section. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.